Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty procedure, the hydrophilic wire tip detached within the patient. The physician had acquired left, retrograde, femoral artery access and had negotiated the patient's iliac bifurcation to cannulate the right superficial femoral artery [sfa]. The physician noted that the artery was diseased and heavily calcified. While manipulating the guidewire for optimal stent position, the tip of the guidewire detached within the patient's right sfa. The physician decided to stent the wire tip in place within the patient's sfa, while treating the patient's peripheral artery disease as well with the peripheral vascular stent. The patient tolerated the procedure well and was discharged to home as expected.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is unknown, however, it is suspected that excessive force was applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.